Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient did not received sufficient coverage. It was further reported x-rays showed good lead placement. The patient has elected to explant the system. Surgical intervention will take place at a future date.